Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she accidentally dropped her insulin pump and a crack occurred. The customer then wore the device with the insulin pump screen facing her body, which exposed the device to sweat. The insulin pump later alarmed program alarm anomaly and then the display went blank. The customer noticed that there was condensation on the insulin pump screen and back of the battery compartment; the wires had moisture on them. The patient's blood glucose at the time of incident was 122 mg/dl. Troubleshooting as initiated for the device exposure to moisture. The customer confirmed that moisture was under the lcd display screen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics assembly. Unable to confirm the watchdog alarm and buttons anomaly due to the blank display. Unable to perform any tests due to the blank display. The pump was received with broken battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, a missing end cap sticker, and minor scratches on the display window.